Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter became unable to pace during use. Another catheter was used and problem was solved.

Manufacturer narrative:
Customer report was confirmed. Continuity testing confirmed a full open condition of both pacing electrodes. Both lead wires were found to be broken inside the catheter body 65cm proximal of the catheter tip. There is a bend in the catheter body at the same location.

Event description:
It was reported that the ventilator reset and started again with an audible alarm. No reported harm to the pt.